Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted within the mid common bile duct on (B)(6), 2011 as part of the (B)(6) study clinical trial. According to the complainant, the patient had a liver transplant due to alcoholic cirrhosis on (B)(6), 2011. On (B)(6), 2011, post-cholecystectomy, liver function tests were recorded and baseline biliary obstructive symptoms included: jaundice, itching, dark urine, pale stools and a mid-biliary stricture. A pre-study stent placement cholangiogram revealed a mid-biliary stricture. A sphincterotomy was not performed prior to this procedure; however a sphincterotomy was performed during the study stent placement procedure. The 10mm x 80mm metal stent was deployed in satisfactory position across the stricture. The patient was treated as an inpatient and was discharged on (B)(6), 2011. On (B)(6), 2012, the patient experienced moderate cholangitis and was treated medically for their symptoms. A cholangiogram revealed that the study stent had completely migrated from the patient. Additionally, there was evidence of a recurrent stricture. On (B)(6), 2012, the patient underwent endoscopic intervention for sludge removal and to treat the recurrent stricture caused by the complete distal migration of the study stent. The recurrent stricture was treated with two non-study stents. The relationship between the event and the study stent placement was reported to be probable per the investigator.

Manufacturer narrative:
(B)(4):the complainant indicated that the device completely migrated from the patient and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.